Event description:
It was reported that the user experienced a low blood glucose event while using the ilet following a recent period of high glucose; the pump alerted for an urgent low soon, and the user treated by eating food, with sensor glucose subsequently reading 109 mg/dl. Symptoms included hypoglycemia with a nadir of 67 mg/dl and no loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and no medical intervention, assistance, hospitalization, or ketone testing, with glucose outside the target range for less than one hour. Investigation included complaint handling with troubleshooting and education, including review of recent use patterns and confirmation of no recent changes to targets, weight, bg run mode, or medications. Investigation of this case revealed that the cause of the hypoglycemia was unclear; an overcorrection by the automated algorithm following a preceding high was considered possible, particularly during adaptation, but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.